Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had low blood glucose and also over delivering the insulin. The blood glucose at the time of the incident was 32 mg/dl. The customer first started getting low blood glucose and on thursday he had 3 seizures, his gotten way lower to 24 mg/dl this morning had to take glucagon and brought him to 50 mg/dl. The customer made changes because he thinks something was wrong with his pump and current blood glucose value as 171 mg/dl. The customer treated low blood glucose with food and glucose tablets. The symptoms related to low blood glucose were sweating, other seizures and loss of consciousness and all happened when he was in bed. For quick recovery the customer's mother did treatments using honey, syrup and glucose gel when he's blood glucose was 24 mg/dl she used glucagon. The customer was using auto mode function at the time of the event. The insulin pump and reservoir will not be returned for analysis.